Event description:
It was reported to the manufacturer per the end user that the patient fell. No description or witness of the fall was given when end user called joerns to report. Patient was taken to hospital and stated that no serious injury occurred. Complaint #:(B)(4). And ra#: (b(4) was entered into our system to get the products back for investigation. As of this writing, the products have not been returned.

Manufacturer narrative:
This report or other informtion submitted by joerns healthcare under 21 cfr part 803, and and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.